Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display as well as exposed to fluid. The customer¿s blood glucose level was 100 mg/dl at the time of the incident. Customer stated that the o-ring was not in place. Troubleshooting was performed and the display did not return after restart the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blotched and missing segments on the lcd display due to moisture damage to the electronic assembly, case cracked behind pump near battery compartment and case cracked battery tube threads. Unable to perform the self test, sleep current test, active current test and the displacement test due to missing segments.